Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump ha a missing segment /partial display issue. Customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen has white blocks. No significant event leading to missing segment / partial display issue was observed. Customer also mentioned a blood glucose reading of 305 mg/dl or 306 mg/dl and treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.